Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's sister reported unknown side rupture and exchange of textured device due to patient's concern with product. Device has been explanted.